Event description:
User experienced ongoing issue with erratic recovery for multiple assays over the last three months. Total number of patient samples affected was not provided, however, user reported receiving questionable calcium results for 3 to 4 patient samples on (B) (6) 2010. The results from 1 patient sample were discrepant for calcium as follows: the initial result was 12.2 mg/dl. The sample was repeated on another p module at the site where it recovered 9.8 mg/dl. The repeat result of 9.8 mg/dl was reported out of the laboratory. User stated no erroneous results went out on any of the patient samples. Calcium reagent lot numbers, r1 62227801, r2 62043401. The field service representative found the waste lines were defective causing a fluidic failure of the rinse system. He replaced the primary vacuum and detergent lines at the rinse stations. To verify analyzer performance, he ran calibration, controls and a precision study. Controls recovered within customer's specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.